Event description:
It was reported that during an unk procedure, after firing, the device and anvil feel apart upon removal. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.